Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Also reported that this device had reached a battery status indicator of explant. The explant indicator was found to be due to extended charge times. This device was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Also reported that this device had reached a battery status indicator of explant. The explant indicator was found to be due to extended charge times. This device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.